Event description:
It was reported that oversensing was observed. Double-counting of the patient's qrs complex which resulted inappropriate shocks was noted. The physician has decided to replace the rv lead and upgrade the patient to a bi-v device. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.